Event description:
The patient alleged a product malfunction; she stated that the infusion set had unscrewed from the infusion device on multiple occasions. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.